Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The false upstream occlusion alarm was confirmed during the device evaluation, however further testing was unable to reproduce this condition, the fluid readings from the upstream sensor were within specification. The upstream sensor was replaced and calibrated to correct this condition.

Event description:
During baxter's evaluation, a spectrum pump had a false upstream occlusion alarm. There was no pt involvement.